Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the patient was to have an MRI that was generally related to the device as the patient had ongoing pain issues that have included readmissions to the hospital. The issue began about two to three years prior to (B)(6) 2018. It was noted that the patient also had a baclofen infusion pump. Additional information was received from a hcp via a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2018 per the hcp's request for the patient's MRI eligibility report. The patient had not been receiving any benefit from both of their spinal cord stimulation devices. The patient was determined to explant both stimulators shortly. The implantable pulse generator was fully depleted and not possible to communicate with. The issue had not resolved as the patient was still in pain during the meeting. Refer to MFR report #3007566237-2018-01787 for the report of this event for the patient's baclofen infusion pump. Refer to MFR report # 3004209178-2018-15448 for the report of this event for the patient's other neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the explant was just the patient's determination and had not been discussed with the physician yet. It was noted that the session was requested for MRI eligibility interrogation and no physician was present. The only present healthcare professional was the registered nurse in charge. The manufacturer representative provided serial number and implant date information is based on the patient information cards that were with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.